Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in the united states of america. It was reported that the rotaflow had a temperature error. The issue was observed during use. The device was replaced during patient treatment without any negative consequences for the patient. No harm to any person has been reported. The affected rotaflow console (rfc) with s/n (B)(6) and the rotaflow drive (rfd) with s/n (B)(6) were investigated by a getinge field service technician (fst). The reported "temp error" could not be reproduced. Therefore the unit was sent to the national repair center. During the investigation at the repair center, the getinge technician was not able to reproduce the failure. However, it was found that the t-mot went above 300 which is out of specification. The rotaflow drive (rfd) with s/n (B)(6) was sent back to manufacturer for repair. During the investigation by the getinge service department the reported "temp error" could not be reproduced. Thus, the drive was sent to the supplier emtec for repair. According to the service report from em-tec the reported failure could be reproduced. The bearings and the rotor were replaced and the rdf was calibrated. The device passed all tests and is working as intended. The reported failure was already investigated in a similar complaint by the supplier emtec. The most probable root cause could be determined as defective bearings which could have let to the high t-mot. The review of the non-conformities has been performed on 2026-01-19 for the period of 2009-06-12 to 2026-01-15. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2009-06-12. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "error message: temp" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The affected rotaflow drive (rfd) was received in rastatt, germany on 2026-02-23. The service department investigated the rfd and found that a small orange adhesive arrow is missing and that the drive was very dusty inside. The reported temperature failure could not be reproduced. The rfd was sent to the manufacturer em-tec for further investigation and repair. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4).

Manufacturer narrative:
New information has been provided by the ssu (sales and service unit) dated on 2026-02-06. The affected rotaflow drive (rfd) with serial number (B)(6) was investigated by a getinge field service technician and the technician was not able to reproduce and confirm the reported failure. Therefore, the affected rotaflow drive was sent to germany for further investigation and repair. The investigation is ongoing. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Event description:
The event occurred in the united states of america. It was reported that the rotaflow had a temperature error. The issue was observed during use. The device was replaced during patient treatment without any negative consequences for the patient. No harm to any person has been reported. Since the device was exchanged during patient treatment, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. As soon as new information becomes available a follow up medwatch will be submitted. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2009. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.